Event description:
Smiths medical int'l ltd. Has been notified of one event of the pt in home care, was under mechanical ventilation when a leakage was found on the trach tube cannula. When they tried to reposition the cannula they found that the leakage was at the fixation wing. The cannula was changed and the pt is in good health.